Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a software issue. The customer stated that the order delayed on crossing to the pyxis machine. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing over to the station. A technical support specialist checked on the server and shared the med start time to customer. The system functioned as intended after the technical support specialist verified the device.